Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their ipg repositioned on (B)(6) 2019 due to pain at the ipg site. Issue was resolved post op.

Manufacturer narrative:
The physician was updated from the implanting physician to the operating physician.

Manufacturer narrative:
The reported event of ipg repositioned due to pain at the site could not be confirmed. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.